Event description:
It was reported that patient presented to the clinic for a recheck due to an r wave measurement below threshold on the remote transmission. Device interrogation revealed no capture at max output and low r-wave amplitude on the right ventricle (rv) lead. X-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable pre, during, and post procedure.

Manufacturer narrative:
Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported events of failure to capture, and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.